Event description:
It was reported the pt had fallen, and her stimulation had changed. The pt reported she had not charged the ipg since that time. The sjm representative attempted to communicate with the ipg using external devices, but was unable to locate the ipg. The physician replaced the ipg, and it was reported. The pt received stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.